Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call stating about the low blood glucose levels. Customer stated that the blood glucose level was 30mg/dl. Customer was assisted with setting up threshold suspend and low alerts. Customer treated low blood glucose level with drink and drink oj. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.